Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was found to be cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2017 with the following findings: during investigation, the black box showed multiple pump reboots post the cs 087 alarms. There were no unexpected pump reboots observed. The battery compartment was found to be cracked. The returned battery cap was undamaged and able to fit securely. The battery cap was fastened and then unscrewed with no reboots happening. There were no power interruptions during the time of investigation. The original complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.